Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: 8233761) confirmed damages that would have contributed to the events seen in the log files. The log files from the patient¿s exchanged controllers, (B)(6), collectively contained information spanning approximately 11 days ((B)(6) 2024). The driveline power fault alarm first activated at 23:52:35 on (B)(6) 2024 while (B)(6) was in patient use. This alarm activated due to intermittent interruptions in the power b signal. Although the interruptions in the power b signal were intermittent, the driveline power fault alarm latched and stayed active until the controller was exchanged. The alarm did not impact the controller¿s ability to operate the pump at the intended speed. On (B)(6) 2024, a controller exchange was performed and the driveline was connected to (B)(6). Within a few seconds of this controller being connected to the driveline, a driveline power fault alarm activated due to additional interruptions in the power b signal. Again, this alarm did not impact the controller¿s ability to operate the pump at the intended speed. The alarm briefly cleared twice at 13:44 on (B)(6) 2024 but each time, the alarm reactivated due to interruptions in the power b signal; these brief periods where the alarm cleared appear to be related to the provided information that the site attempted to manually clear the alarm. (B)(6) and the modular cable were exchanged later that day at approximately 15:03, and (B)(6) was put into patient use along with a new modular cable. Additional log files from this new controller were submitted for review, and no further abnormal events or alarms were observed. During functional testing of the returned modular cable, the driveline power fault alarm was able to be reproduced with multiple controllers. Resistance testing was performed on the inner wires of the modular cable, and it was found that the red (power b) wire was electrically open. Insulation resistance testing was also performed, and it was found that the red (power b), black (ground a), and orange (ground b) wires were able to be electrically shorted to one another. The layers of the cable were then removed one at a time, and an area of kinking and damage was identified approximately 2 ½¿ from the controller connector bend relief. In this area, the power b wire was found to be fully broken, and the conductors of the ground a and ground b wires were found to be exposed. The root cause of the driveline power fault alarm was determined to be damage to the internal wires of the modular cable consistent with the repetitive flexing of the cable over time; the interruptions in the power b signal would have been caused by the damaged wire making improper continuity with itself, or by its conductors shorting to the exposed conductors of either of the ground signals. The device history records were reviewed and the records revealed that the modular cable (lot number: 8233761) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use (section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the clinician due to a driveline power fault advisory alarm with a yellow wrench. The patient was told to not change the system controller due to the advisory alarm and to come in and log files would be sent for review. The patient stated that they were unable to report to the clinic until care was found for their family, and they were just sitting in the chair when the alarm first occurred. They also stated that they did perform a system controller exchange before calling the clinician. The patient came to clinic, and it was noted that they had 1 area of proximal driveline on the pump side that was covered with rescue tape. Log files were submitted for review and captured a driveline power fault (power b) on 26may2024. The clinic was advised to clear the alarm using the system monitor. The alarm was cleared via the system monitor but immediately returned. In addition, the log files captured controller clock corrupt events throughout the log, indicating that the patient had lost power to the system controller at some point in time. The modular cable and system controller were then exchanged, and the alarms resolved. Another set of log files was submitted for review and confirmed that the driveline power fault had resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.